Event description:
A malfunction on the pump was reported by the customer, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump using provided information, after which the malfunction did not recur. The customer was advised to call back if the issue reappeared and acknowledged the instructions given, allowing them to continue using the pump.